Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that a cooling fan speed error had occurred. There was no patient involvement at the time the issue was discovered. There was no report of patient or user harm. The remote service engineer (rse) performed troubleshooting with the customer. The error was confirmed in the event log. The rse had the customer check the rotations per minute (rpm) of the cooling fan and the device showed 0 rpm. The customer checked the fan and confirmed the fan was connected to the data acquisition (da) printed circuit board assembly (pcba). The rse provided the customer with the part number of the cooling fan to order and replace.

Manufacturer narrative:
The customer reconnected the cable that was disconnected from the data acquisition (da) printed circuit board assembly (pcba) to resolve the reported issue. The device passed the required performance verification tests per philips standards and was returned to service.